Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtain via the radial artery, the target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery. This 2.50 x 38 mm promus element plus stent delivery system was selected and the stent was deployed. Following post dilation a proximal edge dissection was found. A 2.50 x 20 promus element plus stent was deployed proximal to the previously deployed stent, overlapping it and covering the edge dissection. The procedure was successfully completed. No patient complications were reported and the patients status is stable.